Manufacturer narrative:
G4:30nov2020, b4:01dec2020 . The customer indicated that the power switch light emitting diode (led) is green, unit not running. The customer disconnected all power and reconnected just alternating current (ac) power and the unit powered on as expected. Powered unit off and powered back on with just battery power connected. Connected ac power and unit transitioned from direct current (dc) to ac power as expected. The customer reviewed the event log, no check vent or vent inoperable codes logged. Normal power off logged before we turned it on. The remote manufacture service technician advised to power the unit on and off through the day and perform a performance verification test (pvt) before placing into service and advised to swap in a power management (pm) printed circuit board assembly (pcba) or the central processing unit (cpu) pcba. The customer called back to report that replacing the pm pcba did not resolve the problem as the unit was still not turning on and had a blank display with the red alarm light emitting diode (led) present. The customer reported that replacing the cpu pcba ultimately resolved the problem. The unit successfully passed testing after service was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30jun2020. B4: 04aug2020. The customer is reporting they installed a new battery, and the unit is now working correctly. However, the customer followed up and indicated the power switch light emitting diode (led) is green, unit not running. The customer disconnected all power and reconnected just alternating current (ac) power, and the unit powered on as expected. Powered unit off and powered back on with just battery power connected. Connected ac power and unit transitioned from direct current (dc) to ac power as expected. The customer reviewed the event log, no check vent or vent inoperable codes logged. Normal power off logged before we turned it on. The remote manufacture service technician advised to power the unit on and off through the day and perform a performance verification test (pvt) before placing it into service and advised to swap in a power management (pm) printed circuit board assembly (pcba). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25aug2020 b4: 26aug2020 h11: the previous device evaluation was incorrect and does not apply to this complaint. Customer reported that they installed a new battery and the unit is now working correctly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jun2020.

Event description:
The customer reported unit is giving a black screen when trying to power on. The customer confirmed the unit alarms and has a black screen when first turned on. The customer is speculating the problem is with the battery. The v60 battery is currently at 12.5 volts. Customer is reporting the v60 battery is only 3 months old. The remote manufacture service technician advised customer to charge the battery for 24 hours and monitor the battery. Customer is going to call back and report the results of the battery charging. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.